Event description:
The customer reported errors with etco2 (end tidal co2). The side stream is not capturing the vitals. The system freezes on the vitals page when capturing vitals. Etco2 hasn't been capturing and there are no error messages. The device was in clinical use. There was no reported patient impact / injury.